Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00353. The patient has two scs systems. It was reported efficacy of the therapy has diminished over time and how the stimulation is not providing relief of her pain. Efforts to resolve this issue via reprogramming proved unsuccessful. As such the patient elected to have the ipgs explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.